Manufacturer narrative:
The reported event that drill, tri-flat t2 humerus ø3,5x230 mm was alleged of drill broken during surgery could be confirmed, since the product was returned for evaluation and matches with the reported failure. Evaluation revealed the drill, tri-flat t2 humerus ø3,5x230 mm to be the primary product. No further associated products were reported. Review of the device history records revealed no discrepancies. During the investigation no material, design or manufacturing related issues were found. A physical examination of the device was performed, the received drill showed traces of intense and frequent use. The fractured surfaces showed signs of a forced brittle breakage. The drilling spiral of the drill returned is completely sheared off. The broken off piece was also returned. The breakage surface shows a smooth structure. Plastic deformation along the breakage surface is not found. The cutting edges of the drill were worn, degraded and covered with dents. The drill was not sharp anymore. Appearance of the breakage surface as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. Damage pattern suggest that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. According to the labelling review, sufficient guidelines are provided in the instruction for use that physicians should ensure that they are familiar with the intended uses, compatibility and correct handling of the instrument. It also mentions various precautions and care to be taken during the usage of the product to prevent any damage to the device. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Attempted to drill the transverse locking proximal screw, but mis drilled. It shifted to the back side without passing through the screw hole of the nail. The tip of the drill was broken. The procedure was completed with short screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Attempted to drill the transverse locking proximal screw, but mis drilled. It shifted to the back side without passing through the screw hole of the nail. The tip of the drill was broken. The procedure was completed with short screw.